Event description:
A journal article was reviewed that contained information regarding the impact of gender in patients with continuous-flow left ventricular assist device (vad) therapy in end-stage heart failure. The article reports device malfunctions; however, the type of malfunction was not specified. The status/disposition of the vads is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/59 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: impact of gender in patients with continuous-flow left ventricular assist device therapy in end-stage heart failure. The international journal of artificial organs. 2021. 1¿8. Doi: 10.1177/03913988211006715. Product event summary: one (1) pump with unknown serial number was not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. There is insufficient information regarding the reported "uncharacterized failures" event. As a result, the reported event could not be confirmed. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.